Event description:
It was reported that during a laparoscopic incisional hernia the surgeon extended the device's needle introducer beyond the patient's abdominal wall and into their finger. They had been told about the potential for needlestick injury and were given instruction on how to avoid this prior to the start of the procedure. Surgeon and patient were going to be following up with needlestick injury prophylaxis. There was no patient consequence. One device discarded.